Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) male patient of unknown origin. Medical history included cirrhosis. Concomitant medications were not mentioned. The patient received insulin lispro (rdna origin) (humalog 100 u/ml) via a reusable pen (humapen ergo ii), morning 10 unit, noon 10 unit, night 10 unit, subcutaneously, for treatment of diabetes mellitus, beginning in 2008 or 2009. On an unknown date, while on insulin lispro therapy, he had high blood glucose and liver cirrhosis ascites followed by hospitalization on (B)(6) 2018. Outcome of events and information regarding corrective treatments was not provided. Insulin lispro therapy was continued. The reporter refused to be followed up via phone. The user of the device was patient and her training status was not provided. The device model duration of use was not reported but started in 2008 or 2009. Suspect device duration of use was not reported. The action taken with the suspect device was not provided and its return was not expected. The reporting consumer did not provide relatedness assessment between events and insulin lispro therapy or device. Update 02mar2018: updated medwatch fields for expedited device reporting. No new information added. Edit 05-mar-2018: upon review, EU/ca fields were corrected. No other change was performed.

Event description:
Lilly case ID: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a 69-year-old male patient of unknown origin. Medical history included cirrhosis. Concomitant medications included insulin glargine for an unknown indication and other unspecified medications for the treatment of his liver. The patient received insulin lispro (rdna origin) (humalog 100u/ml) via a reusable humapen ergo ii pen, morning 10 unit, noon 10 unit, night 10 unit, subcutaneously, for treatment of diabetes mellitus, beginning in 2008 or 2009. Sometime in (B)(6) 2018, the patient noted that the injection button of the humapen ergo ii was difficult to push down (product complaint (B)(4). /lot unknown). On an unknown date, while on insulin lispro therapy, he had high blood glucose and liver cirrhosis ascites followed by hospitalization on (B)(6) 2018. Outcome of events and information regarding corrective treatments was not provided. Insulin lispro therapy was continued. The reporter refused to be followed up via phone. The user of the device was the patient and his training status was not provided. The device model duration of use was not reported; suspect device was purchased in 2008 or 2009 (actual duration of use not provided). The suspect device was not returned to the manufacturer. The reporting consumer did not provide relatedness assessment between events and insulin lispro therapy or device. Update 02mar2018: updated medwatch fields for expedited device reporting. No new information added. Edit 05-mar-2018: upon review, EU/ca fields were corrected. No other change was performed. Update 20mar2018: additional information received on 19mar2018 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/european and canadian (EU/ca) device information and device return status to not returned to manufacturer for (B)(4). Associated with an unknown lot of a humapen ergo ii device. Upon internal review, added the concomitant medication of insulin glargine to narrative, noted previously on product tab. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated (B)(6) 2018. No further follow-up is planned. Evaluation summary: a male patient reported the injection button of his humapen ergo ii device was difficult to push down. He experienced increased blood glucose. The device was not returned for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use.